Event description:
Consumer called into store because she had two packages of the equate dental floss that broke at the end where the pick is...the pick is breaking off in her teeth with every flosser in both bags.